Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) system visited the hospital for further evaluation after experiencing shocks. The ICD was interrogated and the health care professional (hcp) called technical services (ts) for a consult review of the stored ventricular and atrial episodes. Upon review, the presenting electrogram (egm) showed patient had an atrial arrythmia with possible rapid ventricular response (rvr). The device had delivered three bursts of anti-tachycardia pacing (atp) and eight shocks in an attempt to convert the arrhythmia. The therapy was exhausted and did not convert the rhythm. It was determined the therapy appeared to be inappropriate. Ts discussed review with the clinician. At this time, the ICD remains in service. No additional adverse patient effects were reported.